Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia overnight associated with an occlusion while using an infusion set (contact detach, 23 inch, 6 mm) and that insulin delivery resumed only after a full supply change. Symptoms included hyperglycemia without ketones. Outcomes included recovery with declining glucose from 529 mg/dl to 400 mg/dl and then to 249 mg/dl after lunch, without need for medical intervention. Investigation included troubleshooting and education with guidance to perform ketone testing and to follow ketone action protocols, along with follow-up calls to assess glucose trends. Investigation of this case revealed an insulin flow obstruction consistent with an infusion set occlusion that resolved after replacing the infusion set and supplies, with the device functioning as intended post-change. It was concluded, based on previously established findings for similar reports, that the cause was an infusion-set-related occlusion leading to transient hyperglycemia, resolved by supply replacement and user-directed troubleshooting.